Event description:
It was reported that, during an office follow-up, the device interrogated data indicated there had been some untreated episodes. However, the device memory did not have any untreated episodes stored. A review of device data was completed by technical services. It was confirmed that the episode summary table in the device has been corrupted which is causing the decoding to fail. Any new episodes will most likely be stored and reported. There were no adverse patient effects. The device remains implanted.